Event description:
It was reported from the 3500 medical intensive care unit (micu) that at 0900 a secondary infusion of potassium 20meq/100ml was programmed to infuse for the duration of one hour, however the infusion was completed in 20 minutes. Upon assessment, it was found that the device was programmed correctly. An EKG was performed to find no arrhythmia's noted. The patient was monitored for 30 minutes after the incident to find no adverse effects were caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of over infusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The right (male) iui and left (female) iui were observed with corrosion and dry fluid residue. Dried fluid was observed inside door, on the rear case under the male iui and the female iui, under the platen retainer pin, under the membrane frame, on the inside walls of the bezel, and on the large occluder block. Impact marks were observed at the upper hinge, interfering with door operation. No anomalies were observed during disassembly of the pumping mechanism. Review of the pcu error log showed no errors were recorded on the reported event date. Analysis of the pcu event log showed, prior to the reported event date, the pcu was powered on at 10:51 am on (B)(6) 2020 and new patient and same profile (critical care) were selected. On (B)(6) 2020 at 8:55 am, while infusing a primary basic infusion at a rate of 100 ml/hr, the suspect device (sn (B)(6)was selected and programmed a secondary infusion of the reported potassium chloride (drugid=393) at a rate of 100 ml/hr. At 9:16 am, the suspect device was selected and the primary infusion was selected to infuse; secondary infusion override confirmed. Approximately six (6) seconds later, the suspect device was paused. Secondary volume infused between 8:55 am and 9:16 am= 33.293 ml. Functional testing performed found the device showing a scrolling display of ¿communication error¿ at power on in the as-received condition. The device was removed and reattached on the left side of the system to complete testing. The root cause of the complaint of over infusion was not identified. Device history review: review of the source device (sn (B)(6) service history record showed the device had a manufacture date of (09/16/2010). A review of the device service history record was performed beginning from the date of manufacture to the present date (10/26/2020) and indicated that this device has been previously returned for the following unrelated service: (B)(6) 2014 lvp motor stall recall 2013-lvp motor stall recall 2013 completed, replaced u4 for dim segment, replaced both iui and membrane frame review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information "b6" EKG with no abnormal rhythms.

Event description:
It was reported from the 3500 medical intensive care unit (micu) that at 0900 a secondary infusion of potassium 20meq/100ml was programmed to infuse for the duration of one hour, however the infusion was completed in 20 minutes. Upon assessment, it was found that the device was programmed correctly. An EKG was performed to find no arrhythmia's noted. The patient was monitored for 30 minutes after the incident to find no adverse effects were caused to the patient from the event.